Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was determined that the user incorrectly attached the accessory. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the customer was encountering difficulties when using third-party accessories with the gastrointestinal videoscope during a therapeutic procedure. The customer was using a vocal catheter for radio frequency ablation that was attached to the scope. When they tried to lift the device from the scope, the vocal catheter device fell off of the scope and into the patient. The fallen device was retrieved. The procedure was completed after this complication. Additionally, another third-party angle disposable attachment with the description of "rfs cleaning cap" was used and slid down the insertion portion of the scope when it was supposed to be stationary. It did not fit properly with the scope. There was no reported patient impact.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.